Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe went all the way through the cartridge septum during the filling process. The customer reported a blood glucose (bg) level of 512 (mg/dl). A manual injection was delivered to address bg levels. Replacement cartridges were sent to the customer.